Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a company representative (rep) indicated the hospital first reported this revision case to the rep. The patient had an infection and the doctor wanted to replace the pump and move it to the other side of the patient's abdomen. It was unknown what symptoms the patient experienced and what troubleshooting was performed. It was also unknown if any actions/interventions were taken to resolve the need for a pump replacement and catheter revision prior to the replacement/revision. The cause of the replacement/catheter revision was the patient's infection.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from an unspecified healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving unknown medications via an implantable infusion pump for non-malignant pain and intractable spasticity. It was reported a pump replacement and catheter revision occurred. Further information was not provided including but not limited to if there were any patient symptoms, what the cause of the event was, what diagnostics/troubleshooting occurred as well as actions/interventions and if the event resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.